Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. H3 other text : device not returned

Event description:
It was reported that the pump touch screen was unresponsive on the decimal point button. The customer's blood glucose was 107 mg/dl. Reportedly, customer reverted to an alternate pump and also confirmed manual injections are available for alternate insulin therapy.